Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 168 cm (66") appx 2.4 ml, pur yellow smallbore ext set, 3-port nanoclave¿ manifold w/check valve, nanoclave¿, nanoclave¿ 4-way stopcock (red ring), rotating luer. During the removal of an unspecified infusion, a valve on the 5-way ICU device connected to the child reportedly broke. There was no report of any human harm.

Manufacturer narrative:
D9 - date returned to mfg: 16 jul 2025. Investigation summary: two (2) photos were provided showing a nanoclave separated from the manifold. Received one (1) used 011-am3106 pur yellow smallbore ext set for inspection. A nanoclave was separated from the manifold. Evaluation of the bond under uv light showed sufficient uv adhesive. The adjacent bonds were tested for bond integrity. The bonds met functional specifications and did not break. The reported complaint can be confirmed. The probable cause is due to an unintentional external force during use. A device history review could not be conducted because no lot number(s) was/were identified.